Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015: the patient underwent surgery for repair of an umbilical hernia. A bard/davol ventralex hernia patch, reference number (B)(4), lot number huyg0718 was implanted to repair the hernia defect. On (B)(6) 2017: the patient underwent an additional surgery for recurrence repair. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent surgery for repair of an umbilical hernia. A bard/davol ventralex hernia patch, reference number 0010301, lot number huyg0718 was implanted to repair the hernia defect. (B)(6) 2017: the patient underwent an additional surgery for recurrence repair. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch.

Manufacturer narrative:
Addendum to previous information. This supplemental emdr is being sent to correct manufacture date and document manufacturing review. A review of the manufacturing records was performed and found that the lot was manufactured to specification. With the current information available, no definitive conclusions can be made. Should additional information be provided a supplemental emdr will be submitted.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent surgery for repair of an umbilical hernia. A bard/davol ventralex hernia patch, reference number 0010301, lot number huyg0718 was implanted to repair the hernia defect. (B)(6) 2017: the patient underwent an additional surgery for recurrence repair. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch. Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with recurrent umbilical hernia thereby underwent open repair with the implant of ventralex mesh (device #1). Per operative notes, ¿significant scar tissue was noted. There were some adhesions of the omentum to the anterior abdominal wall were taken down. Then, a ventralex mesh was used to reinforce the repair secured up against the abdominal wall using sutures and the base of the umbilicus was tacked down.¿ (B)(6) 2017 - patient was diagnosed with recurrent incarcerated ventral hernia thereby underwent open repair with removal of ventralex mesh (device #1) and implant of ventrio st (device #2). Per operative notes, ¿hernia sac was dissected off and the hernia contained of incarcerated omentum and transverse colon that were adherent to previously placed ventralex mesh. Hernia contents were reduced and previously placed ventralex mesh (device #1) was excised. The fascial defect was measured and a ventrio st (device #2) was used for repair using sutures.¿ attorney alleges that the patient had infection, pain, hernia recurrence, mesh removal and emotional injuries.

Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 6 months post implant of ventralex mesh, patient was diagnosed with hernia recurrence and adhesion thereby underwent removal of mesh. The instructions-for-use supplied with the device lists adhesions as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.